Event description:
I am seriously upset by the essure coils. I felt forced into getting it done and now I suffer from weight gain that I didn't have before. And severe larthargia that wasn't this before. Plus I constantly have muscle pain in my belly. I am so aggravated and don't know what to do.